Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced elevated estimated glucose values (egv) on both the insulin pump and dexcom app. The dexcom g7 sensor was integrated with the customer¿s ilet insulin pump. As a result, the pump continued delivering insulin throughout the day based on these readings. The patient did not have an opportunity to confirm the cgm readings with a bg meter before symptoms developed. Later in the day, the patient began experiencing confusion, sweating, nausea, and weakness. At this point, the patient could no longer recall the dexcom reading and contacted emergency services. Upon arrival, emergency medical technician (emt) personnel assessed the patient and transported her to the emergency room immediately. At the emergency room, the patient recalled that her bg reading had dropped as low as 50 mg/dl. She was treated with oral orange juice and intravenous dextrose (d10). After treatment, her bg level was recorded at 198 mg/dl, while the cgm displayed 330 mg/dl. The patient remained under observation until 12:30 am on (B)(6) 2025. The patient has since fully recovered and feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to emt personnel assisting the patient. The reported glucose values fall within the b zone of the parkes error grid checked at the emergency room. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.